Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) advised customer that the medication has to be added every time was due. Further the customer was able to add medication order and was able to issue medication. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user reported this was re-occurring med and not on patient profile, states med is to be given every 3 months, the customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.